Manufacturer narrative:
All of the buttons are functioning properly however, found corroded keypad traces. No button error alarm during our testing. The insulin pump passed functional testing including the self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No a33alarm noted. All operating currents are within specification. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose level was 300 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.